Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 5.0mmol/l - 7.0mmol/l fasting. Verified the strips expire 5/31/2018. Customer confirms the strips have been stored in the bathroom. Customer performed a back to back blood test and obtained 5.3mmol/l and 5.2mmol/l fasting. Customers concerned with 16.0 mmol/l on (B)(6) 2015 12:20:00 pm. Adverse event not reported.